Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported troubleshooting was needed for an impedance issue; the rep stated they had an impedance of less than 50 ohms on the 0-3 combination. They ran impedances at 1.5v with both 150 and 300 pw with the same results. All the other electrode combinations were between 447 and 797 ohms. The stimulation worked during stage one but after full implant the stim worked for a while but then the patient couldn't feel stimulation even when they turned the amplitude up to 5-6v. The patient had been programmed with 0-/3+ but the rep had the patient try different programs where they could feel stim at a lower voltage until they could meet and do further troubleshooting. The rep asked if they could use c/0 for programming and mentioned this was the combination with the lowest impedance of 447 ohms. The rep ran impedance checks adjusting the pulse width and amps, but couldn't get it to clear so they switched programs away from the 3 electrode and put the patient on another program. The patient was doing fine on the current program. The cause of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.